Manufacturer narrative:
Eval results: (myocardial infarction, restenosis of the stented artery). Other (required secondary intervention).

Event description:
One endeavor spring rx drug-eluting stent was implanted in the left main. Pt was asymptomatic at 30 day and 6 month follow up. It is reported that an acute non-stemi, occurred approx 5 months later. It is reported that the pt was admitted due to chest pain. Troponin test was elevated. Coronarography showed study stent restenosis in the left main - proximal lad. Investigator has indicated that the event was related to the study stent. Location of infarction was anterior. Investigator assessed the event as a non-q-wave mi. A repeat angiography was performed due to this restenosis after previous ptca. A successful ptca revascularization (balloon dilatation and kissing dilatation) was performed at the left main. Investigator has indicated that events were related to study stent.